Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm button error and that they were also treated by emergency medical services for a low blood glucose of 41mg/dl on (B)(6) 2017 at 1:30 a.m. The customer was not admitted in a hospital but was treated by the emergency medical services. The customer wa wearing the insulin pump during the treatment. Troubleshooting for low blood glucose was performed. The customer's blood glucose was 384mg/dl at the time of the call. The customer treated with food and glucose tablets. The customer stated that the drive support cap appeared normal and also stated that they were disconnected during rewind/prime sequence. The customer was unable to check the insulin pump's programming due to the button error. The customer reported that the time on the clock advance when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high blood glucose could not be performed due to the button error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the delivery accuracy test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with missing end cap sticker, minor scratched lcd window and partially broken reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.